Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg incision site appeared to be infected. It was noted that the patient had a large scab which bled and oozed at different times. The physician removed the necrotic tissue, swabbed the pocket and decided to replace as well as relocate the ipg to a new pocket. The cause of the exterior skin layer to become necrotic was unknown. The patient was placed on antibiotics and the explanted ipg will not be returned.